Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise that lead to eight inappropriate shocks and inappropriate anti-tachycardia pacing (atp) episodes; therapy was not exhausted. The patient is not pacemaker dependent thus there was no asystole. High out of range pacing impedance measurements were also observed on the rv lead; a fracture is suspected. It was also noted that the left ventricular (lv) lead had previously been reprogrammed by the clinic as it had exhibited high out of range pacing impedance measurements and oversensing of noise. An lv ring electrode fracture was suspected. The noise on both the rv and lv lead were able to be reproduced with isometrics and pocket manipulation. Subsequently, a revision procedure was performed where the rv and lv leads were explanted. The suspected fractures were not able to be confirmed via fluoroscopy imaging. The device remains implanted but was moved to the opposite side of the patient's body with new leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.